Event description:
(B)(6) purchased a best care lift on (B)(6) 2018. The lift was inspected upon receipt. The lift was leased to another organization for pt (B)(6) who was the first and only user of the lift. On (B)(6) 2018 (B)(6) was notified of an incident involving their pt (leaser lift) who was residing at an assisted living facility. Reported to us, the staff were transferring the pt from a bed to a chair when the lift jerked causing the pt to fall out of the sling and onto the floor. The pt incurred injuries that led to her death.